Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. There are current quality controls in place to detect this type of product malfunction during the production process. Based on the limited investigation results, a cause for the reported incident could not be determined. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that needle 26x3/8 ib was damaged, but still operable and was defective. The following information was provided by the initial reporter: "it was reported that there was a hole in the needle that the insulin leaked from. Event description per attached email states: "caller reported a hole in the needle that would cause insulin to leak out of the side of the needle. Number of occurrences - 1. Customer's bg at time of event was 168mg/dl. Did the caller insert the needle into the cartridge and encounter fill resistance? - no product with issue - bd 26 g, 3/8"" needle, pn 305110. Product lot # -903703. Did issue cause any injury? - no. Did customer require medical intervention? - no. Is product manufactured by bd? - yes, sample is not available for investigation. Resolution - caller was able to successfully fill a cartridge. Cts to send replacement cartridge with syringe and needle. No further action required.""